Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon I investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 4.1 failed to close. The field service engineer inspected and found that the drawer rails were faulty and stuck. The fse replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed to open. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.